Manufacturer narrative:
(B)(4). Pc: surgical intervention. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: revision t4-pelvis & broken pedicle screws: dr (B)(6), (B)(6) hospital, (B)(6) 2019. Pt had a posterior spinal fusion for spinal deformity, t4-pelvis ((B)(6) 2016). It was quite a significant deformity. It was noted that the rods broke at l1 (2018) where there is a non-union. This is stage 1 of 2. The rods were removed on both sides, broken screws removed, new screws implanted and then new cocr rods. Two new sfx cross connectors were also used. Impacted product: unknown spd= 5.5mm rod, ti, code: 2797.62.300, not available.